Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low chloride (cl) results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run. Qc results were within the labs established limits pre and post the event. A bci field service engineer (fse) found the cl tip dirty and cleaned all flow cell electrode tips. Fse aligned modular chemistry probe collar and replaced the ise reference reagent. A clear root cause was not identified for this event.